Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation.

Event description:
Lap chole "I wasn't present for the case but did speak with the surgeon after. He said that three clips fell off the cystic duct on separate cases."